Manufacturer narrative:
This report is being submitted to relay corrected information for the initial and supplemental reports 0001038806-2021-00732 and 0001038806-2021-00732-1. Based on additional information, this event is not reportable. Zimmer biomet complaint number (B)(4). Upon further review of the investigation, the abutment screw, ilpac5217 fracture is unconfirmed and the fractured delivery tool is not a reportable malfunction. Therefore, this event is no longer reportable.

Event description:
Following the investigation on the returned product, it was found that the low profile abutment screw part was not fractured as the customer had initially reported. Therefore, this event is no longer reportable.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that low profile abutment screw part fractured within the implant. Tooth location 19. No injuries reported and implant remains implanted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: tyoe of investigation codes were added: 4109, 4110, 4111 and 3331. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. One certain® low profile 17° abutment (ilpac5217), one low profile abutment gold-tite® retaining screw (lpcgsh) and low profile abutment delivery tool (lpcdt-q) were returned for investigation. The delivery tool is bundled with the abutment hence is considered as one of the abutment components. Therefore, that tool is covered under the abutment's rmf, IFU and lot number. Visual evaluation of the as returned products identified signs of wear on the devices. Screw fragment was identified in the abutment drive feature. Additionally, the delivery tool was fractured at the tip. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported events. Monthly post market trending review identified no actionable trends or corrective actions for the reported events or devices. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR review for the lot (2018110995) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. However, DHR could not be reviewed for the screw since the lot number was unknown. Complaint history review was performed for the reported lot number (2018110995) for similar events (complaint category keywords: fracture: screw; fracture) and no other complaint was identified. A complaint history review by item number was conducted for the lpcgsh dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: fracture: screw or fracture). Functional testing could not be performed due to the nature of the devices and events. Therefore, the reported events could not be recreated. The complaint is related to the functional performance of the devices. A definitive root cause could not be determined. However, based on the investigation, the probable causes for the reported events are improper techniques used during placement ¿ excessive torque used. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.